Manufacturer narrative:
(B)(4). The sample was returned for evaluation. The power switch did illuminate when turned on , but did not generate heat. Evaluation revealed that the heater's thermal-fuse was at fault. The component was inspected and did not present any visible defect, and DHR shows that the heater was operable and within specifications at the time of release. This is a random component failure, which is not often seen in this units , especially at this age (241 days approximately). The thermal-fuse was replaced and the heater was retested as per procedure and found to meet specifications.

Event description:
Customer complaint alleges the device "is not functioning properly. When turned on, it will no longer heat up." Alleged malfunction reported as occurred during use. Customer reported there was no patient harm.

Manufacturer narrative:
(B)(4). The device involved in this complaint has not been received by the manufacturer at the time of this report. The investigation into this complaint is still in progress.

Event description:
Customer complaint alleges the device "is not functioning properly. When turned on, it will no longer heat up." Alleged malfunction reported as occurred during use. Customer reported there was no patient harm.